Manufacturer narrative:
Concomitant medical products: product ID: a2dr01 ipg was implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was further reported that the right ventricular (rv) lead exhibited ventricular under-sensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.